Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery. The 3.5 x 12 mm vision stent delivery system (sds) was un-packaged. The protective sheath was removed without issue and the sds was loaded onto the guide wire, and advanced to the lesion without issue. When the sds balloon was inflated in the lesion, there was no stent seen on the balloon. The physician then stated that when the sds was inserted into the tuohy-borst, it felt as if the distal end of the sds was flimsy. The cine was reviewed, and the stent was not found in the anatomy. The physician believed that the stent dislodged during un-packaging or preparation of the device, prior to use in the anatomy. A new vision sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the rx vision instruction for use (IFU) states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.